Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spring and screw at the attachment head was missing and unaccounted for.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the spring, set screw, and tissue protector are missing. A complaint database search on the provided product code identified similar complaints. The device is designed to be disassemble for sterilization purposes. It is suspected the device was inappropriately disassembled. A newer design for this item is available, (B)(4), which is easier to clean as it can be disassembled; however, there are no plans to discontinue this product. The root cause is attributed to misuse due to inappropriate disassembly. The date code indicates the instrument was manufactured in (B)(6) 2008 and is over (B)(6) years old. Based on the root cause of misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.